Manufacturer narrative:
Additional information: according to the information received, the recipient experiences headaches, regardless of the use of the audio processor and with no signs of infection or inflammation, and loss of peripheral vision. Reportedly, the recipient has a preoperative history of retina infection. Therefore, these symptoms seem to be attributable to device unrelated medical reasons. Additionally, in situ measurements show several channels with high impedance most likely caused by physiological changes in the cochlea, as unexpected ossification was found at implantation, and by a postoperative partial migration of the active electrode out of the cochlea, as indicated by diagnostic imaging. The clinic is monitoring the recipient and deciding how to best proceed.

Event description:
The user reported headaches and loss of peripheral vision. User is reported to have had a severe infection on the retina, preoperatively, at age 2. The pain, which started approximately a year after implantation, is reported to begin near the left side in the area of the implant and occurs intermittently even without the use of the audio processor. The user also lost access to sound early in 2019. No sign of inflammation of infection are noted. The user's hearing performance since activation was poor and the user is reported to use the audio processor sporadically. CT imaging planned for 2020. Further steps are to be based on these results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported headaches and loss of peripheral vision. The pain, which started approximately a year after implantation, is reported to begin near the left side in the area of the implant and occurs intermittently even without the use of the audio processor. The user also lost access to sound early in 2019. No sign of inflammation of infection are noted. The user's hearing performance since activation was poor and the user is reported to use the audio processor sporadically. Further testing is scheduled.